Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between the increase and vns therapy is unk at this time. The pt indicated that the increase may be due to loss of therapy from her device settings not being titrated up to a therapeutic level yet following prophylactic generator replacement surgery. The pt's device settings were increased to help with the seizure activity. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.